Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the pneupac ventilator has a faulty pressure alarm. A filter was placed at the top where the patient would be connected to the patient line circuit. Whenever the circuit was disconnected, it took over a minute for the machine to alarm with the low-pressure alarm. When the filter was off of the circuit, it took less than 10 seconds to alarm. There were no adverse events reported.